Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery date: (B)(6) 2016 levels implanted: l4/5 it was reported that the patient underwent a posterior lumbar interbody fusion surgery. Post-op, patient suffered from infection due to which a revision surgery was done. During the revision surgery, the surgeon tried to remove the cage placed at l4/5. The surgeon tried to remove the cage using an inserter. During removal, the surgeon thought the inserter engaged the thread part of posterior of the cage but actually it did not and only the inserter was pulled out. The cage removal became difficult because the cage moved to anterior of vertebral body and anterior and posterior of the cage was reversed. The surgeon did not remove the cage and inserted autologous iliac to complete the surgery.